Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to fluid loss from a hole in the cuff. The fluid loss was identified with an injection of saline water with a syringe. A new artificial urinary sphincter cuff and balloon were implanted. No patient complications were reported in relation to this event. No patient complications were reported in relation to this event.